Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the device found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. The device locked as intended but the orange indicator did not show up completely. This failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trigger could not be grasped at the third firing. Other devices were used to complete the procedure. There were no adverse consequences for the patient.